Event description:
It was reported that the patient was at the hospital experiencing hallucinations (hearing voices) and the health care provider (hcp) wanted to stop the pump; however, the pump had not been stopped as of the time of the report. The hcp wondered if a magnet could be used to stop the pump. The patient had been receiving dosage changes 'every couple weeks' with the last change on (B)(6) 2012. The symptoms began on the day of the report. The device system was used to deliver prialt (ziconotide). Additional information has been requested but was not available at the time of the report.

Event description:
Additional information received reported the primary cause of adverse event was "dosing slightly above therapeutic window." The following dosing changes were reported. On (B)(6) 2012, the patient had pain and prialt dose was increased to 2.998 mcg/day. On (B)(6) 2012, the patient continued to have low back pain, and dose was increased to 3.505 mcg/day. On (B)(6) 2012, the pain got "worse" and the patient had right arm surgery 10 days prior to the date of this report. The patient also had "increased burning" in right leg. Dose was increased to 4.0 mcg/day. On (B)(6) 2012, patient had inadequate pain relief and dose was increased to 4.5 mcg/day. On (B)(6) 2012, the patient continued to have pain and dose was increased to 5.0 mcg/day. A pump refill was noted but the date was unclear. On (B)(6) 2012, the dose was remained at 4.998 mcg/day. No side effect was reported despite inadequate pain relief. The dose remained the same due to refill. Psychology evaluation was performed and results were "axis I depressive disorder and axis I anxiety disorder." On (B)(6) 2012, the patient stopped taking neurotin because the patient "believed that it was causing headaches." There was no change in pain. The patient had "macular rash left dorsum foot and continued to have pain." The dose was increased to 5.502 mcg/day. The patient consulted dermatology for foot rash. On (B)(6) 2012, the dose was decreased to 3.505 mcg/day because the patient was "running words together." It was noted that patient did not sleep well. The patient was admitted to behavioral health on (B)(6) 2012 and the pump was turned off. The patient outcome was noted as recovered on (B)(6) 2012.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8591-38, lot# d09392, implanted: (B)(6) 2012, product type accessory. (B)(4).

Manufacturer narrative:
(B)(4).